Event description:
During a surgery, the cutting edge of two glenoid reamers has been found to be blunt, resulting in the need by the surgeon to modify the k-wire guide to have ready a sharp reamer and perform the reaming of the glenoid successfully. This caused an extension of the surgical time by approximately 45 minutes. The event occurred in (B)(6).

Manufacturer narrative:
The preliminary check of the manufacturing charts of the two lot # involved (201408629 and 201408632) did not show any pre-existing anomaly on the 30 pieces (15 for each lot # of reamer) released on the market. We received no other complaints on these lot #. The two instruments are being returned to us; we will analyze them and then evaluate if any corrective action is needed. Device not returned yet.

Manufacturer narrative:
The check of the manufacturing charts of the two lot # involved (201408629 and 201408632) did not show any pre-existing anomaly on the (B)(4) pieces ((B)(4) for each lot # of reamer) released on the market. We received no other complaints on these lot #. We also received the instruments; we verified that their cutting edge is blunt, and this has affected the functionality of the reamers when drilling the glenoid bone during surgery. These two lot # were manufactured in august 2014, so they are quite recent, even if we don't know how many times they were used during surgeries. The cutting edges of the returned reamers were re-sharpened internally and then placed again on the market. This is the 1st and only complaint received on these instruments. A total of (B)(4) glenoid reamers have been manufactured with the model # 9075.10.300-310-320. Although the occurrence rate is very low according to our pms data, (B)(4) performed a check of all the glenoid reamers in our warehouse, with re-sharpening of the cutting edges in case that they are blunt. Moreover, all the glenoid reamers which come back for routine maintenance from the market are always checked, and their edges re-sharpened in case that they are blunt. (B)(4) is also performing internal tests to define a new design for the cutting edge of these glenoid reamers (model # 9075.10.3xx) in order to improve the functionality of the cutting edges.

Event description:
During a surgery, the cutting edge of two glenoid reamers has been found to be blunt, resulting in the need by the surgeon to modify the k-wire guide to have ready a sharp reamer and perform the reaming of the glenoid successfully. This caused an extension of the surgical time by approximately 45 minutes. The event occurred in (B)(6).